Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a gradual impedance change on the atrial lead. A revision proved the ipg had a loose set screw and no lead fracture. The setscrew was retightened with no problem. The device remains in use. No patient complications have been reported as a result of this event.